Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (stuck on splash screen) was confirmed. Upon investigation the monitor was unable to fully power on initially. The cause for the failure was isolated to a communication error with the sd card. The root cause for defective sd card could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was unable to fully power on.